Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. After guidance from technical support, the caller successfully loaded a new cartridge onto the pump and resumed insulin delivery.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.